Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of the respiratory rate trend (rrt) signal. Also, the right atrial (ra) impedance trend indicated normal impedances of approximately 600 ohms with intermittent high out-of-range impedance spikes greater than 3000 ohms. The ra lead is not a boston scientific product. Boston scientific technical services (ts) discussed turning off the rrt feature with the healthcare provider (hcp). The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
This supplemental report is being filed based on additional information.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event.